Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4), univ 2-hole shl 52mm lnr sz 23, (B)(4) ,(B)(4), epoly 28mm rlc lnr mrom sz23, (B)(4), (B)(4), tprlc 133 mp type1 pps so 9.0, (B)(4). Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that a patient underwent a right hip surgery. Subsequently, the patient reported postoperative moderate pain, discomfort, and problems with usual activities at the six month and one-year follow-up visit. Attempts have been made and additional information on the reported event is unavailable.